Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had premature battery depletion. The patient had battery depletion after 2.5 years. The lead was intact and functioning and the setting was electrode 1 negative and electrode 3 positive at 2v. The action required as a result of the event was replacement. It was unknown if any diagnostic testing or troubleshooting performed, unknown if the product issue resolved, and the cause of the issue was not determined. The ins would be returned. The patient had less than 50 percent therapy relief and their urinary symptoms returned. The patient status was alive with no injury. The patient was doing fine post-operatively and felt stimulation appropriately.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v906470, implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery had reached normal end of life. There was no telemetry and no output. (B)(4)